Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No sample/batch provided. (B)(4).

Event description:
The valve seems to leak, possibly pierced with cannula. The valve was changed.